Event description:
Complainant alleged that the medics were treating a pt (age and gender unknonw) who was in a cardiac arrest condition. The pt was shocked once at 150 joules, but the display then went blank. The medics then turned the device off/on, and the screen display was then functional. The medics then administered four additional shocks to the pt without further incident. The pt subsequently expired, but the complainant indicated that the pt outcome was not as a result of the reported malfunction.